Manufacturer narrative:
The patient underwent attempted coil stent embolization of the aneurysm that failed secondary to the stent being placed below the level of the aneurysm. When attempting to place the enterprise stent, despite having apposition in the middle cerebral artery and with half of the stent deployed, the entire stent, delivery system, and microcatheter came downward secondary to a very tortuous vessel, into the distal internal carotid and the stent was inaccurately placed. An attempt to place a second stent was unsuccessful secondary to inability to negotiate through the stent that was in the distal internal carotid artery. Additionally, during the attempt to cross the stent, one of the markers was bent with the prowler select plus/transcend guidewire combination. The enterprise was not recaptured more than once. The vessel had high level of tortuosity, and the saccular aneurysm measured 6x4x4, neck 6mm, and the neck to sac ratio of 2:1. The patient is not going to undergo additional procedures. Lake region and cordis lot number 01421949. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421949. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 25 units, which were shipped from lake region medical on april 22, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the lot number previously reported was not correct. Further attempts are currently being made to obtain information. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The catalog and lot number for the enterprise was (B)(4) lot 01421848. The enterprise was not recapture more than once. The vessel had high level of tortuosity, and the saccular aneurysm measured 6x4x4, neck 6mm, and the neck to sac ratio of 2:1. Other products utilized during the procedure consisted of 6french neuron, prowler plus microcatheter, and synchro 14 guidewire. The patient is not going to undergo additional procedures. Additional information will be submitted within 30 days of receipt.

Event description:
The patient underwent attempted coil stent embolization of the aneurysm that failed secondary to the stent being placed below the level of the aneurysm. When attempting to place the enterprise stent, despite having apposition in the middle cerebral artery, with half the stent deployed, secondary to a very tortuous vessel, the entire stent, delivery system, and microcatheter came downward, into the distal internal carotid and the stent was inaccurately placed. An attempt to place a second stent was unsuccessful secondary to inability to negotiate through the stent that was in the distal internal carotid artery. Additionally, during the attempt to cross the stent, one of the markers was bend with the prowler select plus/transcend guidewire combination. The patient was admitted with intractable headaches and has a history of an unruptured left internal carotid artery terminalis aneurysm. Mra of brain and neck confirmed the presence of a 5-6mm extremely wide - necked left terminalis artery aneurysm. The patient opted to have the aneurysm treated electively, and was pre-medicated with aspirin and plavix in anticipation of stent requirement for treatment. The product is not going to be returned for analysis.